Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiac arrythmia treatment was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the c- arm was unable to perform rotations. Upon troubleshooting, the fse identified the issue with bodyguard sensor. To resolve the issue, the fse performed bodyguard sensor adjustments and trained the customer on recalibrating the bodyguard sensor, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with no or minor delay. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.